Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller had issues with the black cable. Alarms could be induced by mechanically altering the cable. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system controller audibly alarming upon manipulation of the black power cable was confirmed via evaluation of the returned heartmate system controller, serial number (B)(6). During testing of the system controller, an audible alarm activated when the site near the black power cable connector strain relief was manipulated. The outer jacket of the black power cable was removed, and it was observed that the yellow wire was severed, causing the system controller to alarm when the power cable was flexed. The power cables were replaced, and the controller was run on a mock loop for an extended duration. With the test power cables inserted, the system controller was able to operate the pump without any issues or alarms activating. The root cause for the audible alarm was determined to be due to wire fatigue within the black power cable, consistent with the repetitive flexing of the power cable over time. Wire fatigue on orange wire in black power cable was also noted. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to interpret and troubleshoot system controller alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.